Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing at the proper rate during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the investigation for proper function / not infusing at proper rate was not reproduced in any of the upstream task. A flow rate testing was performed, and the results passed. The event history log review did not reveal relationship to a known issue. On customers last day of use the infusion as ran with the preventative maintenance rate 25 ml/hy for 25 ml. The infusion completed and no excessive alarms or system errors, or programming issues were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.